Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 150 mg/dl at the time of the report. The customer stated that he bolused for a meal an hour after he ate, and it may have delivered too much insulin to cover the amount of carbohydrates he ate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.